Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This report is for 5 screws, four are unknown. The device was returned for inspection and the event was confirmed. Investigation of the complained device revealed that the device is broken as complained. Note: only the broken screw heads for three out of the five screws have been returned and evaluated. The screws were damaged, so we could not determine the length anymore. As no lot number was available, further investigation cannot be performed. No product fault could be found. Customer used the same system as they have done for years. During this surgery, fixation of bony fragments of the skull, 5 screws were twisted off during insertion. First 3 screws were twisted off, then another surgeon tried to insert the screws and broke an additional 2 screws. This was an absolutely unusual event and remarkable to an experienced surgeon. Conclusion ¿as the screws were received in a condition which made analysis impossible and as no lot number was available, further investigation cannot be performed. We are unable to give a conclusive statement regarding a possible failure reason and currently the complaint condition is due to an unknown cause.

Event description:
It was reported that the screws twisted off during insertion. No further information was provided. This is report 1 of 1 for complaint (B)(4).